Manufacturer narrative:
Device evaluation update: g4, g7, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause was determined as due to user faulty as the end user lack of maintenance/filter exchange combined with not reacting on blower temperature alarms. The issue resolved after the unit blower was exchanged.

Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet. A separate report submitted under manufacturer reference (B)(4) for the blower issue.

Event description:
The customer reported mainboard problem with their bellavista 1000 unit. There is no patient involvement associated on this event.